Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips were not properly loaded into the jaws so that the user was unable to ligate adequately. Therefore, the applier was replaced with a new one.

Manufacturer narrative:
Qn#(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha facility as part of a 87pc. Lot in march of 2017. The returned instrument was evaluated and found that the jaws are aligned with each other both in the open and closed positions and it was able to pick up , retain, close and release multiple clips as required of its function. We are unable to validate this complaint since we are unable to replicate the alleged issue. All instruments produced at this facility are 100% visually inspected and function tested prior to shipment to customer as this is a standardized procedure for this product line.

Event description:
It was reported that the clips were not properly loaded into the jaws so that the user was unable to ligate adequately. Therefore, the applier was replaced with a new one.